Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the field service engineer (rse) and confirmed the reported problem. The customer recalibrated the device and it was returned to working condition and to be placed back into service.